Event description:
It was reported that the customer received an alarm on the insulin pump, indicating the force sensor did not detect the reservoir during seating. The patient's blood glucose was 182 mg/dl. It was advised that the customer discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with a prime alarm during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.